Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that as dr. Nawabi began to remove the pelvic checkpoint after cup impaction and before broaching. As he pulled the hex impaction out with a rongeur, the sharp tip broke off in the patient. He had to use a midis to get it out. Product evaluation and results: as per attached picture the alleged failure mode was confirmed as the provided picture shows that the device was broken. Product history review: review of the product history records indicate 1600 devices were manufactured under lot no w60750-1 and accepted into final stock on 10/31/2018 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111653, lot w60750-1 shows 2 additional complaints related to the failure in this investigation. Pr: 2052434 & 2109312. Conclusions: the alleged failure mode was confirmed as the provided picture shows that the device was broken. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
(B)(6) began to remove the pelvic checkpoint after cup impaction and before broaching. As he pulled the hex impaction out with a rongeur, the sharp tip broke off in the patient. He had to use a midis to get it out. Case type: tha. Surgical delay: 16-30 minutes. Update: "there was no debris left. No missing or disassemble components of the device. (B)(6) believes it was the sharp end of his large rongeur that broke the hex impaction. He will be using a different device to remove the checkpoint in the future."

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Dr. (B)(6) began to remove the pelvic checkpoint after cup impaction and before broaching. As he pulled the hex impaction out with a rongeur, the sharp tip broke off in the patient. He had to use a midis to get it out. Case type: tha. Surgical delay: 16-30 minutes. Update: "there was no debris left. No missing or disassemble components of the device. Dr. (B)(6) believes it was the sharp end of his large rongeur that broke the hex impaction. He will be using a different device to remove the checkpoint in the future."